Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient¿s main symptom was left foot pain before surgery. After surgery, the patient had low back pain, and foot still pain. After the family member communicated with the doctor, the doctor shut down the device for patient one week after the surgery, but it was still painful. After the patient turned on the device, the patient's legs were numb, and his stomach also felt uncomfortable. On (B)(6) 2021, the patient had his left leg amputated. The reason for the leg amputation was the two legs were numb, and the stomach also felt uncomfortable (family member described that it felt like grunting jump), and the pain was unbearable. The patient was under observation in hospital and currently being observed at home.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the numbness did not resolve after the therapy was turned off. The action taken to resolve the leg numbness was the patient went back to the hospital for treatment. It was unknown if the leg numbness was related to the therapy.